Manufacturer narrative:
(B)(4). Unable to verify s/w due to critical pump error (open book) and unable to download. Retainer ring: black. Insulin pump received with critical pump error and crest software was utilized and successful, however the history download was unsuccessful since pump is on a constant dark blue screen and could not get into the join network screen. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Insulin pump was cut open to perform visual inspection and found moisture damage on the force sensor, keypad flex tail, internal battery connector, j7 and j1 on the pcb 1. No moisture damage on the pcb 2, motor, battery tube, vibrator, 40 pin flexible printed circuit/lcd, keypad traces and keypad dome switches during visual inspection. The force sensor offset measured within spec range during testing (26.7mv). The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and the critical pump error occurred during testing. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and no critical pump error occurred during testing. In conclusion, critical pump error and crest software was utilized and successful, however the history download was unsuccessful since pump is on a constant dark blue screen and could not get into the join network screen suspected to be on the pcb 2. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump received with pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump had cracked on back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.